Event description:
Customer reported a filament regulator error during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and customer replaced the x-ray tube. System operates as intended.